Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of gram-positive bacteria (species unknown) which are well-documented pathogens for peritonitis. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to breach in aseptic technique, as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. In addition the user guide was reviewed, which states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description.

Event description:
A patient on peritoneal dialysis (pd) therapy reported they were hospitalized with bacterial peritonitis. There were no reported allegations that the event was related to any issues with a fresenius device or product. During follow-up, the patient¿s pd nurse stated the patient was hospitalized on (B)(6) 2020 for peritonitis. It was reported the patient¿s pd culture (date unknown) grew gram positive bacteria (species unknown; pd culture results not available). Reportedly, the patient was treated with unknown antibiotics while hospitalized. The patient was subsequently discharged on (B)(6) 2020 and has since recovered. The patient continues pd therapy at home with the same cycler without any adverse effects, per the nurse. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse stated the event was related to a breach in aseptic technique during the pd exchange